Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the motor did not declutch and damaged the dura. Additional information received that it was the codman perforator that didn't declutch when used during the procedure. On follow-up, it was reported that there was no further information that can be provided regarding the motor and the event.